Event description:
An ophthalmic surgeon reported that during a procedure, the aspiration pressure didn't rise enough because air entered into the aspiration line when cutting and aspiring. The problem was solved after replacing the product. There was no harm to pt. No further info is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/27/2014. (B)(4).